Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue; button cover peeling, no moisture issue. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery is not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the audio bolus button cover was missing from the pump. The audio bolus button was not able be tested. Unrelated to the original complaint, a crack was observed in the battery compartment.